Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used kcfw-6.0-18/38-45-rb-anl0-hc was returned to cook for investigation. An examination of the device confirmed that the tubing liner was stripped as a 21.5cm section of the liner was returned. The delamination of the tubing filament was believed to be attributed to the procedural techniques as the user believed the accompanying phoenix atherectomy device stripped the inside of the sheath while being advanced through the tight bifurcation. The IFU for the phoenix indicates that the system must be turned off while advancing forward through an introducer. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which notes the following precautions ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath.¿ as well as, ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ based on the information provided and the examination of the returned product, investigation has concluded that this event could not be traced to the device, but to the procedure performed. Reportedly, the user of the cook sheath believed the liner damage to be have been caused by the advancing of the phoenix atherectomy through the ¿tight bifurcation¿. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant products: philips phoenix atherectomy device, abbott armada balloon, phoenix 0.014 stiff wire, unknown 0.035 glidewire. PMA/510(k) number: pre-amendment. Device evaluation has begun; however, a conclusion is not yet available. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during angioplasty of the right leg, a strip of teflon was found upon removal of the flexor ansel guiding sheath from the patient. Reportedly, the user believes it to be due to another manufacturer's atherectomy device that stripped the inside of the complaint device was it was being advanced through the sheath, through a tight bifurcation. Access was obtained in the left femoral artery and a contralateral approach was used to treat the right superficial femoral artery. The anatomy was reported to have "some" scarring. In addition to the other manufacturer's atherectomy device, another manufacturer's balloon, 0.014 stiff wire, and 0.035 glidewire were used during the procedure. The sheath was reportedly in place for approximately 45 minutes. The patient's outcome was reported as good. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.